Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead was an attempted lead due to patient's anatomy. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.